Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she only feels stimulation on her right side and that she needs the stimulation on the left. The patient indicated that she had her patient controller replaced in (B)(6) 2021 due to losing it, and since then, she was only seeing a on the patient controller, but she used to see b before the replacement. The issue was not resolved through troubleshooting. The patient was redirected to her health care professional.